Event description:
The user facility reported that on two separate occasions, staff at the user facility observed that liquid had dropped from the distal end of the device and there was a stain at the bottom of the drying cabinet under the bronchoscope. After the second event, the facility decided to recall an unspecified number of pts which were said to have been examined with the subject device between (B)(6) 2011 and (B)(6) 2011. Following examination of all pts, there were no reports of infection.

Manufacturer narrative:
No equipment was returned to olympus for eval. However, the production record for the subject device was reviewed, and no anomalies were identified to have occurred during the mfg process. Olympus followed up with the user facility to obtain add'l info regarding the report and was informed that the user facility staff did not perform brushing in the balloon channel of the device, which likely contributed to the user's report. As part of our investigation into this matter, an olympus rep visited the user facility and advised the user facility personnel to follow olympus recommended reprocessing steps, and showed the user facility personnel on how to properly brush the balloon channel of the subject device. There were no further issues reported since the visit. The (B)(4) instruction manual describes appropriate reprocessing for the device. Based upon the info provided, this phenomenon was appears to be due to users failing to reprocess the device in accordance with the directions for use. This report is being submitted a medical device report in an abundance of caution.